Event description:
This report is for patient 2 of 2. The 3.2 inr with protime microcoagulation system vs. 1.7 inr with unspecified lab system. Patient therapeutic range not provided. No report of adverse, serious injury, or intervention.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.